Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an intraoperative arrest and resuscitation in the cvor with a high dose of levophed infusing, an unspecified pump communication failure occurred resulting in loss of the inotrope/vasopressor infusion. There was no patient harm. The devices were repaired and placed back into service with a vague report that the event was related to a "bad iui connector." The operating room has experienced other similar failures with no details provided except that they typically involved repeated alarms followed by a communication failure. Currently, their practice is to check the pumps preoperatively to troubleshoot any potential problems and then place them into the operating room suite.